Manufacturer narrative:
Evaluation summary - the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported when using a preloaded intraocular lens (iol) delivery system there was a moment of resistance and the plunger needed to be pressed harder. The lens came out so rapidly that caused a tear in the posterior capsule. An anterior vitrectomy was to be performed. Additional information was requested.

Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified product was used. Not enough information was provided from the account for further investigation. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).